Manufacturer narrative:
Alleged event date occurred approximately 2yrs ago (date estimated). A medtronic representative went to the site to test the equipment. The system was unable to switch on. As a first check, all computer connections were checked. During this it was observed that the power cable to the computer was loose. Reconnected this and the computer booted up as per normal. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis. No parts were replaced.

Event description:
A medtronic representative reported that, while in a procedure, the site alleged an issue with their navigation system being unable to re-start. The navigation system was re-started and worked fine. No further details regarding this alleged behavior, or when in the procedure it occurred, were provided. There was no delay of therapy reported. There was no impact on patient outcome reported.